Manufacturer narrative:
Results eval: smiths medical inc is unable to perform a complete investigation as the user facility did not record the lot number and has no sealed package to confirm their report. If the face mask were missing it would be visible through the package at the user facility, as the packaging for this device is clear, and should have been noticed prior to use. The history of this report reveals that it is probable that the mask was removed from the package and the rest of the unit not disposed of. Someone else would go to use the unit and not realize it had been opened previously. The hosp reported that they were not aware to check the paper seal to assure the package had not been opened. Hosp is changing their procedure to not leave resuscitator package hanging in each room but rather placing on medical cart and storing an extra unit in a predetermined area.